Event description:
It was reported that the customer's insulin pump was freezing when the customer attempted to bolus using the bolus wizard. The customer's blood glucose was 273 mg/dl. It was stated that the there was an open circle on the screen of the insulin pump. Assisted with removing the block feature of the insulin pump that had accidentally switched on. Advised customer that there was not an issue with the keypad. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.